Event description:
Wearing zoll lifevest when it suddenly supercharged and delivered an electric shock that burned my chest and side near my heart. Had to go to emergency room at (B)(6) hospital ((B)(6)). Admitted. Zoll notified. Admitted to inappropriate shock. Not justified by any medical emergency.